Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2012. According to the complainant, the snare loop did not extend from the sheath when the physician actuated the device handle. Therefore, the device was removed from the patient, at which time it was noted that the sheath was torn near the dongle assembly. The procedure was then completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found the flare detached. Additionally, slight kinks along the sheath were noted and the key tube was found outside the dongle assembly. The condition of the device rendered functional testing impossible. The complaint was confirmed; the detached flare would prevent loop extension and result in a torn appearance. However, a root cause for this event could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2012. According to the complainant, the snare loop did not extend from the sheath when the physician actuated the device handle. Therefore, the device was removed from the patient, at which time it was noted that the sheath was torn near the dangle assembly. The procedure was then completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.